Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported wetness coming from the pump. Pump started to keep occlusion. Occurred in the oncology clinic-kho. Drug infusing was carboplatin. There was no patient harm or medical intervention reported. Although requested, no additional event or patient information provided by the user.